Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer tested and got 26.1 mmol/l, retested within 10 minutes and got 9.6 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.